Event description:
Pt was receiving dialysis treatment. Medcomp ash split dialysis catheter disconnected from venous bloodline. Pt lost small amount of blood, approx 30-40cc. Approx 15 minutes later while rolling pt from her side to her back, pt became unresponsive. Code 99 called and CPR initiated immediately. Pt responded and was transferred to st agnes medical center ICU.